Event description:
Customer reported that on setting up an albumin infusion, they noticed a split in the tubing. Product was not on pt at the time of reported malfunction. The IV administration set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4) (B) (4). This report was filed by the MFR.